Manufacturer narrative:
The immucor laboratory tested retention product on 24jul2017 which performed as expected. Immucor technical support used a remote electronic connection method on (B)(6) to assess the test wells in question, which were visually positive.

Event description:
On 26jul2017, it was determined that information from (B)(6)2017, from a (B)(6) customer site which reported an unexpected negative antibody screen to an immucor employee when that employee happened to be visiting the customer site, was reportable, when using capture-r ready-screen (3) with a galileo echo instrument. Testing happened on (B)(6)2017.